Event description:
Child in for test. Balloon inflated with water. Contrast dye inserted into pt. Pictures to be taken and catheter to be removed so pt could void on own and be further tested for ureterer problems. Balloon would not deflate. Catheter had been clamped where stylet is located. Tried several ways to deflate balloon, but problem seemed to be further up catheter away from valve end. Catheter was cut in half and pulled from child. No injury to pt.